Event description:
It was reported that revision surgery was performed. At the time of revision, cultures taken were positive for infection. Patient had temporary antibiotic spacer/stem/cup implanted until infection clears.